Manufacturer narrative:
Batch review performed on (B)(4) 2018. Lot 1651165: (B)(4) items manufactured and released (B)(4) 2016. No anomalies found related to the issue. To date, a similar event on the same lot has been registered. Visual inspection performed by r&d product manager on 24 may 2018. The impaction plate has the broken locking component. The breakage can be probably related to a high torque during the unscrewing of the instrument after the impaction. The type of event is continuously monitored.

Event description:
After disassembling the impactor from the shell (after impaction of the shell) the instrument was found broken. The piece easily was taken out the wound.